Event description:
Procedure type: pancreas. According to the reporter: at the first firing for pylorus ring resection, the staples were malformed and dropped. Half of the oral side and the whole anal side were not stapled. The surgeon commented that the device made a snapping sound upon setting on the tissue and the device could be fired without resistance. The tissue was sutured manually and another stapler was used to complete the procedure. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was not extended by more than 30 minutes. No info about the use of reinforcement material.

Manufacturer narrative:
(B)(4).